Manufacturer narrative:
Pump received with button error alarm and no button response due to flattened button dome switch. Pump passed self test and basic and rewind test. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump could not complete the rewind process. Blood glucose level at the time of the incident was 175 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.